Manufacturer narrative:
The evaluation of the returned pump, confirmed internal driveline wire damage that could have contributed to the reported event. The pump was returned assembled with the driveline cut approximately 1 inch from the pump housing. The remainder of the driveline was returned in two segments measuring approximately 12.25 inches and 24.75 inches long. The driveline was tested for electrical continuity in the condition that it was received. No discontinuities or shortages were induced on the 1-inch pump-end segment or the 24.75-inch distal-end segment; however, a shortage was induced between the brown and black wires on the 12.25-inch center segment. This appeared to be the result of breaches to the insulation of these wires being in close proximity. The silicone jacket, clear bionate, and metal braided shield were removed to examine the underlying wires. Visual examination of the wires on the 12.25-inch segment revealed breaches to the insulation of the brown, black, green, yellow, and red wires. Brown and black wire damage was observed 2.25 inches, 3 inches, and 7.75 inches from the pump housing. Green wire damage was observed 7.5 inches and 7.75 inches from the pump housing. Yellow wire damage was observed 7.5 inches from the pump housing. Red wire damage was observed 7.75 inches from the pump housing. The observed wire damage appeared to be the result of repetitive flexing/movement of the driveline at these locations. The damage was then bypassed and the remainder of the 12.25-inch segment along with the 1-inch pump-end segment and the 24.75-inch segment was submerged in a saline solution for high-potential testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. The left ventricular assist system operates on a three-phase motor, where each phase is powered by two redundant wires. The green and yellow wires comprise phase 1, the brown and black wires comprise phase 2, and the red and orange wires comprise phase 3. The pump stoppages and low speed/flow hazard alarms that were confirmed through the analysis of the patient's system controller log file could have resulted from a phase-to-phase short if the exposed conductors from two different phases made direct contact with each other or simultaneous contact with the metal braided shield while the system was on power module or battery power support. The pump stoppages could have also resulted from a short to ground if the exposed conductors of two wires from the same phase made direct contact with each other or simultaneous contact with the metal braided shield while the system was on power module or battery power support. The pump stoppages could have also resulted from a short to ground if the exposed conductors of any the wires contacted the metal braided shield while the system was on power module support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of the device ¿ 6 years. The event occurred at (B)(6). The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that after approximately 6 years of support, several pump stoppages and low flow alarms occurred. The patient was asymptomatic. It was reported that due to unspecified technical issues, it was not possible to download a system controller log file. A pump exchange was performed on (B)(6) 2017 due to a suspected short to shield. No additional information was provided.